Event description:
The clinic reported that a laser vision correction patient had a lift flap enhancement in the left eye on (B)(6) 2011 and was referred back the center for an evaluation of an epithelial ingrowth. A slit lamp evaluation confirmed the epithelial ingrowth and the patient returned to the laser suite for a flap lift removal of the epithelial ingrowth. At the one week post-op examination on (B)(6) 2012 the patient's visual acuity was 20/20 in the right eye and 20/20 in the left eye. The patient was advised to discontinue drops.

Manufacturer narrative:
(B)(4), epithelial ingrowth the clinic is reporting this event to the manufacturer only and did not request field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.